Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was not alarming when the patient¿s blood glucose was low. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 27-feb-2018 - device evaluation: the transmitter has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the cgm history showed multiple cs 208 cgm glucose below user low limit warnings. A review of the user¿s settings showed cgm low limit alert was enabled and set to 70mg/dl. During investigation, a test transmitter was paired with the pump correctly; bg calibration of 120 mg/dl was accepted in both attempts within a two hour period. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. Test cs 208 warnings were simulated for testing purposes and the pump gave the appropriate cs 208 visual and sound warnings. The complaint of the low cgm warning failure issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.